Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v568027, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
A patient implanted for urinary dysfunction reported a loss of therapy and she hadn't felt therapy since (B)(6) 2015. The patient was not feeling stimulation. On (B)(6) 2015, she woke up in excruciating pain and tried to check the implantable neurostimulator (ins) with the patient programmer, but got the poor communication screen. The change in therapy/symptoms was noted to have occurred suddenly. The patient was to follow up with her healthcare provider. No potential event causes, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery in the device went dead. Surgery was scheduled to replace the device on (B)(6) 2015. If additional information is received, a supplemental report will be sent.